Manufacturer narrative:
Sample eval: received one empty and used pump for eval and investigation. The pump was refilled with normal saline solution to the reported fill volume of 232ml for testing. When the pinch clamp was opened, the pump infused. A flow rate test was then performed and the pump infused within spec. The directions for use contain a caution for under filling the pump: "cautions: actual infusion times may vary due to the following: filling the pump less than nominal results in faster flow rate".

Event description:
I flow received a report stating, flow rate too fast. Fill volume 232 ml. Infusion time expected was 22 hours, but pump finished in 16 hours. No adverse clinical effects noted. Fill volume 232 ml. Flow rate 10ml/hour. Medication follenate de calcium. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the I-flow complaint database and identified as record (B)(4).